Event description:
It was reported that this pacemaker was repositioned to a sub-mammary location due to device migration. During the procedure, blood staining was observed within both of the pacemaker leads. The health care professional (hcp) attributed it to possible micro-insulation breaches that allow trace amounts of blood to enter. The leads demonstrated excellent function. The device was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was repositioned to a sub-mammary location due to device migration. During the procedure, blood staining was observed within both of the pacemaker leads. The health care professional (hcp) attributed it to possible micro-insulation breaches that allow trace amounts of blood to enter. The leads demonstrated excellent function. The device was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device code.